Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement procedure. A device interrogation prior to the procedure revealed that the atrial lead had low out of range impedance and low sensing measurements. The lead was then capped and replaced during the same procedure. Patient was discharged after the surgery.